Event description:
A u.s. Distributor contacted zoll to report that monitor sn (B)(4) was unable to communicate with an electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to communicate with an electrode belt) has been confirmed. As received, the monitor failed incoming testing. The cause of the incoming test failure is lack of driven ground. The cause of the lack of driven ground is an open r781 resistor. The root cause of the open resistor cannot be positively identified. No adverse event resulted from the defective monitor.